Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: on rare occasions, the sensor wire may break or detach from the sensor pod. If a sensor wire breaks under the skin with no portion of it visible, don't remove it. Contact your healthcare professional if you have redness, swelling, or pain at the insertion site.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a detached sensor wire allegedly retained in the patient's skin. The sensor was inserted at the abdomen on (B)(6) 2017. The sensor functioned properly for seven (7) days of wear. Patient reported that he did not check the bottom of the sensor pod when it was removed. He did not visualize the sensor wire above the skin. Two to three days later, the patient noticed a red bump and a hardened area at the insertion site. Patient had scheduled a consult appointment with their medical provider for (B)(6) 2017. Patient reported on (B)(6) 2017 that the hardened reddened area is reducing in size. No additional event or patient information is available no product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.